Event description:
The following information was reported: balloon failure (balloon loss of pressure) at first pull back. During prep the black marker on the inflation indicator was fully exposed. There was no resistance noted during inserting or pulling back of the device. Manual pressure was applied for 20 minutes. The patient was not hospitalized. Procedure: left heart catheterization (lhc) vessel size: 6 mm, sheath size: 6f stick location: femoral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided. Patient's date of birth is: (B)(6) 1947.